Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the cannula broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about bent needle. Npe. (The needle may not be strong enough.) Row#2 was added for "broken" after the actual sample was returned.

Manufacturer narrative:
D.4. Medical device expiration date: unknown. H.4. Device manufacture date: unknown. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine¿ pro pen needles 32g x 4mm (70 count) the cannula broke. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: this report is about bent needle. Npe. (The needle may not be strong enough.) Row#2 was added for "broken" after the actual sample was returned.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for evalution?yes d.9. Returned to manufacturer on: 04-aug-2023 h.6. Investigation summary: samples were received and an investigation was performed. Embecta was able to duplicate or confirm the indicated issue. Complaints received for this device and reported condition will continue to be tracked and trended.